Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. The events log contains many xdcr faults. The unit¿s event log also contains errors that are related to this issue; high pip, low ve, and high rate. Duplicated, xdcr fault, high pip, low ve and exhl diff: failed at ¿0¿, complaint allegation. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported the ventilator gave high pip, low ve, xdcr fault. No patient involvement.